Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during use we observed urine leaks of the catheter. There was no consequence for the patient. The catheter was replaced. Additional information: the urine leak was around the catheter. The patient did not suffer of bladder stones/encrustations. The balloon was inflated with 10 cc sterile water, devices used per IFU and lubricant gel with xylocaïne 2%. There was no test prior to use. The incident occurred 2 days after catheterization and no medical intervention necessary.

Manufacturer narrative:
(B)(4). Additional information received on 08 dec 2022 states that the leak was found "around the catheter" and that the device was in use for two days. An actual sample was returned for investigation. It was reported that "urine leak around the catheter during use". Visual examination conducted no obvious defect on any part of the returned catheter and urine bag. The sample remained intact and in good condition. Investigation was initiated by injecting red colored water through the drainage channel of the catheter to observe any point of leak. However, no leak was observed, and the catheter was able to function as per intended use. After further investigation, the catheter balloon was also inflated with 10ml of water to observe any sign of leak through the inflation channel. Again, no leak was detected and verified that there was no leak issue found within the catheter. Then, the compatibility of urine bag connector and the catheter was also tested. Upon injecting red colored water through, there was no leak found between the funnel and connector of the urine bag. This indicates that the urine bag and the catheter were compatible. Based on the investigation conducted on the returned catheter, no sign of leakage or other abnormality was observed within the catheter. The catheter was able to function as per intended. Furthermore, it was verified that no leakage was found between the funnel and the connector of the urine bag which indicated that there was no compatibility issue. Therefore, this complaint could not be confirmed.

Event description:
It was reported that during use we observed urine leaks of the catheter. There was no consequence for the patient. The catheter was replaced. Additional information: the urine leak was around the catheter. The patient did not suffer of bladder stones/encrustations. The balloon was inflated with 10 cc sterile water, devices used per IFU and lubricant gel with xylocaïne 2%. There was no test prior to use. The incident occurred 2 days after catheterization and no medical intervention necessary.